Event description:
The patient was undergoing a posterior lumbar laminectomy with posterolateral fusion and pedicle screw fixation at lumbar vertebrae 4 and 5 (l4-l5). Intra-operative electrophysiologic monitoring, nerve root stimulation x4 and screw stimulation x4, and intra-operative fluoroscopy were carried out simultaneously. As noted by the surgeon, "with the attempt of the placement of the vertebral screw in the vertebral body of l5 on the left, the pedicle probe broke off within the pedicle and vertebral body, with evaluation showing that the probe fragment was irretrievable without removal of a significant portion of the vertebral body. A more lateral approach to the pedicle was completed through a separate approach and once this was completed the screw was able to be placed at this level satisfactorily. A 4.5 mm single lead screw was placed at the left l5, whereas double lead 5.5 screws were placed at the other 3 positions. Once these were in position, then each screw was individually stimulated to ensure electrophysiologic decompression and the nerve roots were stimulated to ensure electrophysiologic decompression as well. This was confirmed and the broken pedicle probe was also stimulated to ensure electrophysiologic position of the broken instrument." There was no negative outcome to the patient.